Event description:
The customer reported that their ed1 and mtu2 systems were showing a check network error. They troubleshot the issue to the ethernet switch. They replaced switch-ed1 with switch2 that was available. Now the system is working fine. Failure of the switch caused loss of centralized monitoring. No pt involvement.

Manufacturer narrative:
Attempts were made to recover the device. The customer reported that they will not be returning the switch. It has been scrapped.